Event description:
Patient undergoing eye surgery for treatment of glaucoma. Surgeon noticed shiny speck in iris of right eye. Further evaluation noted tip from an injection needle had broken off.the surgeon decided to leave the particle in the eye. An attempt was made to remove the particle, but this was embedded in stroma and the more removal attempt was made as the bigger the wound became. He decided at this point to leave the particle in the cornea. This particle was approximately 0.1 mm in size. It was buried in the stroma. The surgeon did not believe it will cause any long-term difficulties. There was additional follow up on the patient by the surgeon the next day for evaluation. No one has an idea of what may have contributed to this event.what was the original intended procedure?goniotomy, nasal approach in the right eye.device #1is this a laboratory device or laboratory test?no.